Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 23mm bioprosthetic aortic valve that required valve in valve intervention due to stenosis after an implant duration of 11 years. A 23mm transcatheter aortic valve was placed within the stenosed valve. The patient was noted in stable condition. There were no reported complications.